Event description:
A speedband super view super 7 ligator was used during a veraseal banding procedure performed in the esophagus of a male patient in 2007. According to the complainant, the physician tried to "fire off a band, [and] all 7 bands fired off at once." The physician completed the procedure with another speedband super view super 7 ligator device. At the conclusion of the procedure, the patient's condition was reported as "fine".

Manufacturer narrative:
The device has been discarded by the user facility and will not be returned for evaluation; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A review of the complaint database did not reveal any additional complaints reported for the same lot. No adverse trend was noted.